Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the pacemaker exhibited a diagnostic error. No device intervention was performed. The patient had no adverse consequences.